Manufacturer narrative:
(B)(4). (B)(4). The device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked the device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device b was received with the blade cracked. The location of the break is inside the tube proximal to tissue pad. During functional testing on a generator the device gave an error code 5. The analysis concluded that the blade cracked due to contact with the outer tube. Device b batch f9g629 mfg date 2-26-2009 exp date 1-26-2014.

Event description:
It was reported that before an unknown procedure, error 5 was displayed when the device was connected to the gen01 each 3 times. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: gen01 generator does not display error codes. Requested clarification